Event description:
Device 1 of 2: MFR reference report: 1627487-2019-01257. It was reported that the patient's leads had migrated. Patient reported going fishing strenuously. The leads were explanted and replaced on (B)(6) 2016. Patient has effective stimulation post operatively.